Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the potential lot numbers that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syringe solomed 5ml ll 22x1-1/4 w/sh sla the needle was clogged/blocked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the "material had a clogged needle.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the syringe solomed 5ml ll 22x1-1/4 w/sh sla the needle was clogged/blocked. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the "material had a clogged needle."